Event description:
Pt had a shelhigh, inc., pericardial patch implanted in 2007 to augment the right ventricular outflow tract. Shelhigh's patch had to be removed about 6 weeks later, and was replaced with another type of graft material. Pt subsequently died 4 days later.